Manufacturer narrative:
Innovative health, llc became aware on (B)(6) 2021 of a report from (B)(6) hospital on a viewflex xtra ice device that experienced a tip fracture while in use during a procedure. Per the feedback received from the hospital, this device was reported to have been inside the patient with the tip intact. The physician stated the image quality was poor and proceeded to remove the device. The physician then noticed the tip was broken when attempting to reinsert it into the patient. No injury was reported

Event description:
This device was reported to have been inside the patient with the tip intact. The physician stated the image quality was poor and proceeded to remove the device. The physician then noticed the tip was broken when attempting to reinsert it into the patient.